Event description:
Related manufacturer reference number: 1627487-2022-04619. It was reported that patient experienced ineffective therapy with the drg system. Surgical intervention was undertaken wherein the drg system was explanted and replaced with an scs system. Effective therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081925. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.